Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Per the complaint information, the cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
During a follow up with the home patient regarding a reload set 157 alarm received during set up on the homechoice (hc) unit, it was discovered that the home patient (hp) only changed out the cassette after receiving the alarm and then received the alarm again. Baxter's product surveillance explained to the customer that all supplies need to be changed out when receiving the alarm not just the cassette. The hp stated she contacted her peritoneal dialysis nurse about the alarm. No patient injury or medical intervention was reported.